Event description:
On (B)(6) 2012, the reporter (patient's mom) contacted animas to report that on (B)(6) 2012 while the patient was in class, the pump beeped. The patient looked down and did not find anything on the pump's screen. The patient then reviewed the bolus history and found there was a record indicating 0 unit of insulin at 11:45am. The reported claims that the patient did not touch any buttons on the pump and that the pump was locked. The reporter indicated that the keypad buttons were responding as usual; however, the audio bolus button was missing. The animas customer support representative reviewed the pump settings with the reporter: the reporter stated that the pump settings were correct and all other boluses in the history were correct. The reported issue was not resolved with troubleshooting. There were no allegations of harm or injury as a result of the reported issue. This complaint is being reported because the pump was allegedly programmed to deliver 0 units of insulin without the patient programming the bolus. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the black box and bolus history showed a 0.00 unit bolus delivered on (B)(4) 2012. There were no alarms or pump conditions indicating a malfunction recorded in black box or alarm history. The pump was exercised for 24 hours on a one unit per hour basal program. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. There was no defect found, original complaint could not be duplicated. Unrelated to this complaint, evaluation revealed that the keypad was intact but the audio bolus button was detached. A detached bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The detached bolus button is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that all of the keypad buttons responded appropriately. Evaluation revealed that there was contamination under the keypad contacts.